Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries did not work. Upon further review, both batteries were showing potential switching event but the events could not be confirmed via the log files. The device exchange was recommended. There was no effect on the patient.

Manufacturer narrative:
Correction: weight. It was reported that the patient was experiencing power switching events and that (B)(4) was not working. Three batteries were returned for evaluation. It was reported that (B)(4) was exchanged out but the unit has not been received to date. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of two batteries ((B)(4)) revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Log file analysis revealed that the controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is addressing intermittent power disconnections. Battery ((B)(4)) failed visual examination due to a cut on the output cable. Additionally, (B)(4) failed functional testing as the battery was inoperable, confirming the reported event. Supplemental testing determined that the cut in the output cable affected one of the wires, causing an open circuit. The cut was likely related to the handling of the unit. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of (B)(4) failure to work properly can be attributed to a cut in the output cable, causing an open circuit. The cut was likely related to the handling of the unit. Additional system component being reported for this event: battery-(B)(4)- exp date- 10-31-2016, MFR date- 10-22-2015, return date -7-15-2016, (B)(4). Battery-(B)(4)- exp date- 10-31-2016, MFR date- 10-22-2015, return date -7-15-2016, (B)(4). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.